Manufacturer narrative:
Based on the results of the investigation, the type of foreign object in the nozzle could not be identified, neither could the reason why it remained in the nozzle be determined, as whether the user conducted reprocessing in accordance with the IFU is unknown. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in sif-q260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in sif-q260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign object was found in the small intestine videoscope's nozzle. There was no patient involved.